Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related.

Event description:
The user facility reported a 87-year-old patient with acute myocardial infarction cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. After 72 hours on support, the "position in aorta alarm'' went off. An ultrasound examination revealed that the impella cp had pulled out into the aorta. The pump was explanted and not replaced as the hemodynamics were stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.